Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range. The rv defibrillation impedance was fairly steady at approximately 43 ohms through (B)(6) 2016, dropped to 33 ohms the week of (B)(6) 2016, and then rose to prior levels around (B)(6) 2016. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected lower range. The svc defibrillation impedance was fairly steady at approximately 52 ohms through (B)(6) 2016, dropped to 40 ohms the week of (B)(6) 2016, and then rose to prior levels around (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for the right ventricular (rv) lead due to low rv defibrillation impedance. The rv lead was explanted and damaged during explant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.